Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The blood leak was internal, and it occurred approximately two and a half hours into hd treatment. It was reported that a streak of blood was visually observed within the dialyzer, on the outside of the fibers. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alert. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood streak was identified, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Following the event, the machine was removed from service for evaluation. The facility¿s biomedical technician (biomed) was unable to duplicate the reported failure. The biomed recalibrated the blood leak detector, ran the machine through testing, and then determined it was ready to be put back in service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The complaint investigation did not find objective evidence indicating a product problem, and thus the complaint was unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
A corporate manager of inventory reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The blood leak was internal, and it occurred approximately two and a half hours into hd treatment. It was reported that a streak of blood was visually observed within the dialyzer, on the outside of the fibers. The machine, a fresenius 2008k2 machine, did not alarm with a blood leak alert. A blood leak test strip was used to test the dialysate for blood, and it tested positive. No physical damage was noted on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the blood streak was identified, the treatment was paused. The patient¿s blood was not returned. Estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. Following the event, the machine was removed from service for evaluation. The facility¿s biomedical technician (biomed) was unable to duplicate the reported failure. The biomed recalibrated the blood leak detector, ran the machine through testing, and then determined it was ready to be put back in service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.